Event description:
The customer complaints that the catheter eyes (holes) are rough, resulting in bleeding after catheterization.

Manufacturer narrative:
The product was not available to be returned. Batch documentation has been analyzed and reveals no defects or deviations. We have not had any other complaints on this batch. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.